Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits signs of slight melting, minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 242,298 joules of use and 27:36 minutes, "pulsing on vapor without any effeci" was observed. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with an alternate procedure (resectoscope).